Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event, information received through a literature review. This information was obtained through literature review; therefore, the device was not available for return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: the data extraction and longitudinal trend analysis network study of distributed automated postmarket cardiovascular device safety surveillance.

Event description:
It was reported through a research article identifying perclose devices that may be related to vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "the data extraction and longitudinal trend analysis network study of distributed automated postmarket cardiovascular device safety surveillance."

Manufacturer narrative:
(B)(4). It was reported through a research article identifying perclose devices that may be related to vascular complications. In this case, specific patient effects or specific device failure modes were not reported and the article only provided a general statement regarding potential risk of occurrence to patient outcome using vascular closure devices. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue.